Manufacturer narrative:
Results: rue ring cotter, clevis pin, brake pin guide, trend support screw.

Event description:
It was reported by service report that brakes were not holding, the trend support screw, foot end rod clevis pin and rue ring cotter were missing. The unit was also drifting. No patient involvement or adverse consequences are reported.